Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate therapies for what was suspected to be svt with rapid ventricular response. It was noted that the patients rhythm accelerated after the atp therapy, resulting in high voltage therapy. Programming changes were recommended.